Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic procedure for hemostasis. The resolution clip device did grasp the tissue at the intended site in the large intestine. Initial attempt to deploy the clip was not successful. The clip would not release from the catheter to complete deployment. The clinician was able to manipulate the handle of the device to facilitate release of the clip by utilizing additional force. The clip was successfully deployed. The pt did sustain some additional trauma (bleeding) to the clip site as a result of the deployment issue.